Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-53 lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular lead had low pacing impedance and a polarity switch to unipolar pacing occurred. The patient experienced pocket stimulation in the unipolar pacing configuration so the lead was capped. A new lead was attempted; however it had high impedance in several locations. The physician suspected the lead was defective. The attempted lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.